Event description:
One pt sample that initially generated a cpk result of 0 mg/dl. The sample was repeated on a different analyzer - different methodology giving a cpk result of 160 u/l. Erroneous result was not reported. The field svc rep was unable to determine a root cause. Performance tests were performed which were within specifications.